Manufacturer narrative:
Concomitant products: product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7426, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 7426, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 3387s-40, lot # v287456, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot # v285124, implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was reported that on (B)(6) 2011, the patient¿s left implantable neurostimulator (ins) was surgically replaced due to the wires coming out of the neurostimulator. It was noted that it was understood to be the extensions coming out of the ins header. It was further noted that the patient was up for a stimulator replacement surgery soon. Additional information was requested but had not been received as of the date of this report.